Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy A01 / 2.3 / Android_10.